Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the patient made a brutal movement causing the nurse to prick herself when she tried to activate the security system after the sample was taken on (1) device. Also, the device is difficult to use as the zipper system to secure the needle is difficult to handle with one hand. No additional patient or user impact information reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the patient made a brutal movement causing the nurse to prick herself when she tried to activate the security system after the sample was taken on (1) device. Also, the device is difficult to use as the zipper system to secure the needle is difficult to handle with one hand. No additional patient or user impact information reported.

Manufacturer narrative:
Investigation summary: lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Therefore, nine (9) lots manufactured between april 2023 and march 2024 were reviewed and no abnormalities which can lead to safety shield connection error and malfunction were found. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.